Manufacturer narrative:
(B)(4). Packaging only was submitted for evaluation. No needles were identified in the packaging, and no further analysis was performed.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: 1. What was the name of the procedure? N/a 2. What is the product code and lot number? R/km6528. Sutura stratafix pds plus caj x 12 0 45cm 36mm tp 1/2. 3. Did a piece of the needle fall into the patient? If yes, was the needle piece removed, and how? N/a.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and barbed suture was used. The needle broke during first pass through tissue. There were no adverse patient consequences reported.